Event description:
It was reported saline was used on a patient and because of this they were not able to get stimulation intraoperatively. In recovery the patient could feel stimulation fine but it was in the wrong location so they took the patient back to the operating room and placed another lead without saline use. Patient got responses right away and everything turned out fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).